Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she tried to rewind her pump and it kept reading compromised force sensor system alarm. The customer stated that insulin was squirting out during the manual prime process. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. However, the insulin pump passed idle current test, run current test and displacement test. Unable to perform self test, off no power test, a21 error test, occlusion test, prime test and no delivery test. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.